Manufacturer narrative:
D1, d2b, g4 d1, d2b, g4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive, that an empty cartridge alarm occurred while the cartridge was not empty and that unspecified alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.